Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated approximately one week ago, the display screen became dim and then went blank. The reporter further stated pump use has been discontinued and an alternate method of insulin delivery is being used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation the pump powered on to a blank display. The display was found to be cracked in multiple places. Unrelated the complaint, the vibratory motor was found to be unresponsive; the vibratory motor pins were found be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.